Event description:
It was reported that the patient had a failed hip resurfacing surgery which was treated with conversion to total hip. Due to bearing compatibility and acetabular defect the acetabular component was left insitu and an arcos hip stem with ldh dm head was implanted. The stem subsided necessitating its removal and subsequent revision of the femoral side. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: australia. H6 proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.